Manufacturer narrative:
Received 2 samples of catalog # 368656: lot 5295972, lot 5282863. Lot 5295972: expiration date: 10/31/2017, manufacturing date: 10/22/2015. Lot 5282863: expiration date: 09/30/2017, manufacturing date: 10/9/2015. Two customer samples from two lot #s were received with the packages having previously been opened. Visual inspection identified severed tubing. Conclusion: root cause: multivac knives are cutting into the blister packages and product during the sealing process. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5295972. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5282863.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set with pre-attached holder the user noted pin sized holes in the tubing causing blood leakage. No mucous membrane exposure but occasional blood exposure to staff and a need for a 2nd stick to patient. There was also an instance of spliced tubing or several small holes in different devices but only one lot # (5295972) was recorded.